Event description:
It was reported that during preparation for an unspecified procedure, difficulties removing the stylet for the liberte' monorail stent delivery system were experienced. The technician could not remove the stylet as it was reported to be "stuck in the shaft." In an attempt to remove the stylet, the wire lumen became stretched and the shaft fractured in half. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.